Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized after experiencing a low blood glucose (bg) event admitted due to dialysis. The event involved product(s) mmt-7040ma,mmt-332a,mmt-1884,mmt-242a. The customer has type 1 diabetes and reported that, during dialysis, the sensor was showing high bg (sg) while the actual bg was low. The low bg event occurred with a value 51 mg/dl, and the customer passed out, requiring ems intervention and hospitalization. The ems was dispatched. The customer was initially treated with glucose tabs and gel, then with an insulin drip in the ICU, and later with pen and syringe injections. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. No further customer complications were reported. Mmt-7040ma,mmt-332a,mmt-1884,mmt-242a were not expected to return.